Event description:
It was reported that following a recent trial implant procedure, patient experienced ineffective therapy and removed their trial leads on (B)(6) 2025. X-ray imaging revealed that part of one lead remains implanted in the patient. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is impacted.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10350-50, UDI: (B)(4), serial: (B)(6), batch: 10811321. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.